Manufacturer narrative:
The lot number for the device was provided. The device history records are currently under review. The return of the device is pending. The investigation is currently underway.

Event description:
It was reported that during the arteriovenous fistula (avf) creation procedure through the right lateral brachial vein and brachial artery, the devices allegedly failed to align properly in the radial vein and artery. It was further reported that the health care provider managed to maneuver the devices and was able to align the devices, and create a fistula. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the lot number for the device was provided; therefore, a device history record was performed. A manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the sample was received to production and evaluated. A 100% visual assessment was performed and nothing abnormal was noticed. The electrode region was inspected using a microscope and noting abnormal was noticed. Flux density and coaptation testing results in alignment with flux and force expected. No abnormalities found with device performance. The image review stated: the anatomy appears normal, case was made more challenging for the device as the approach was from the lateral vein resulting in 1.5mm of spacing between the vein and the artery (medial ulnar vein diameter of 1.4mm part of the reason for lateral approach, brachial vein diameter of 2.3mm). Per the photo review: no issues with the magnets. The investigation result is inconclusive due to the fact that the actual conditions of use could not be reproduced. The root cause could not be determined based upon available information. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. H10: d4 (expiry date: 03/2021). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during the arteriovenous fistula (avf) creation procedure through the right lateral brachial vein and brachial artery, the devices allegedly failed to align properly in the radial vein and artery. It was further reported that the health care provider managed to maneuver the devices and was able to align the devices, and create a fistula. There was no reported patient injury.